Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6), radiology technologist reports via phone, night staff reported that during a pt procedure, they were performed a patency check at 1.8ml per sec. When the patency check was completed, they noted the 1.8ml per second rate jumped to 10ml per sec. Staff reset the rate to 1.8ml/sec and completed the injection protocol without further incident. No reported injury. Pt and procedural info not reported by staff.